Event description:
Per the clinic, the patient developed an infection at the implant site. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was administered with topical and oral antibiotics (specific date and duration not reported) in order to treat the mrsa infection. The patient also experienced a loss of fixture subsequent to sustaining a head trauma. There are no plans to reimplant the patient with a new device as of the date of this report.